Event description:
It was reported that the patient believes his device is not working as he is no longer able to feel stimulation (normal and magnet), he is not getting his normal voice alteration, and is having an increase in seizures. Seizures are stronger than what he previously had before vns was implanted. The physician reported that the patient presented with high impedance. The device was turned off. The increase in seizures is believed to be from the high impedance. No known relevant surgical intervention has occurred to date. No additional or relevant information has been received to date.